Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one of the two atrial leads was fractured. It was not clear which lead fractured due to the connection with the y-adapter. High lead impedance was also reported. Both atrial leads were capped and replaced with a single lead. No patient complications were reported as a result of this event.